Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented to the hospital for a magnetic resonance imaging (MRI) on (B)(6) 2021. Before MRI, during pre-operation examination of the leads, it was noted that there was high capture threshold on the right ventricular (rv) lead. The physician decided to use non-conditional scan protocols to proceed with the MRI scan. There were no issues during the scan and lead capture threshold remained the same. The patient was in stable condition.